Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 170-537 mg/dl and high levels of ketones. Cause was not known. Additionally, the customer was using off-label insulin. Manual injections and a correction bolus were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.